Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the pump's screen was cracked due to an unknown reason. The customer's blood glucose level was 162 mg/dl. Reportedly, the customer was unable to remove the screen protector to verify if the crack was just on the screen protector or also on the pump. Reportedly, the customer continued to use the pump for insulin therapy.